Event description:
It was reported that the device had an illuminated wrench icon and would not deliver energy when connected to a defibrillation simulator. There were no reports of any patient involvement with the reported event.

Manufacturer narrative:
(B) (4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.